Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error and pump exposed to fluid. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Device was received with critical pump error due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.